Event description:
It was reported that during implant procedure, the guidewire got stuck in the lead. Physician was able to get the wire out. Wire was back loaded but met resistance, likely due to blood clot in lead. Attempt to flush lead was unsuccessful. Physician used another lead instead. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Guidewire could not be inserted due to blood/body fluids clogged at the distal portion of the lead